Manufacturer narrative:
The intera 3000 hai pump remains implanted on the patient. The device history record was reviewed. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. The cause of the alleged flow rate discrepancy is undetermined. However, as previously mentioned in section b5, the doctor mentioned that an underfill was likely. Therefore, indicating a likely user error. In addition, the doctor confirmed that device flow rate has been at the normal rate since (B)(6) 2024. To date, no additional product complaint has been received for this intera 3000 hai pump.

Event description:
Intera oncology received a report that the intera 3000 hai pump calculated flow rate was 2.6ml/d. The flow rate for this intera 3000 hai pump is 1.2ml/d as manufactured. During follow up, the doctor mentioned that during refill date of (B)(6) 2024 the pump overinfuse. However, the doctor later stated that the flow rate issue was resolved and was likely an underfill. In addition, the doctor mentioned that effective august 20, 2024, the device flow rate was back to normal.